Event description:
Complainant alleged that during incoming inspection the device displayed "defib fault 72", "pacer fault 166" and defib disabled messages. The devices allegedly also shut down while attempting to charge. Complainant indicated that there was no patient involvement in the reported malfunction.